Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device was received with pump error 25 alarm due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had 'power error detected' alarm twice. Her blood glucose level was high because the insulin pump had stopped insulin delivery. Customer¿s blood glucose level was 15 mmol/l. Mother will do the reset but she was really worried and did not trust this insulin pump anymore. Her daughter was not feeling well. Mother would like to replace the insulin pump. The insulin pump will be returned for analysis.